Manufacturer narrative:
Customer describes sparking from the back of the device upon opening the rear panel to investigate a drawer error. A field service technician inspected the device and found a shorted drawer board which also affected the comm controller board. The technician replaced the affected drawer as well as the controller board. After replacing the affected parts the field technician tested all the drawers on the anesthesia cabinet and found no additional issues.

Event description:
Customer describes sparking from the back of the device upon opening the rear panel to investigate a drawer error. No harm was reported.